Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The physician was attempting to use a paramount mini during a renal artery stenting surgery. It is reported that the physician discovered there was hematopedesis in the opening of the balloon lumen. The device was removed and observed to be broken at the far end. The stent could not continue to be released. The physician used another device, of the same model to successfully complete the operation. No patient injury was reported. Evaluation summary: the paramount mini stent delivery system was received for evaluation with the stent mounted on the balloon chamber. The system was received without any ancillary devices or cine images from the procedure. The stent was positioned on the balloon with a slight distal bias ( 0.5mm) and exhibited strut deformations and bends along its length. The balloon material also exhibited deformations (wrinkles) concentrated near the stent marker bands. Please note that this device (paramount mini) is approved for use in the biliary.